Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 5 seconds. The device was removed without problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 5 seconds. The device was removed without problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. A microscopic examination of the balloon material identified no tears or holes in the balloon material. A visual and tactile examination of the extrusion shaft found that the extrusion was stretched and bunched and there was a break in the inner extrusion. The outer extrusion was stretched and flattened at various locations along its length. An examination of the inner extrusion at the distal markerband location identified that the inner was bunched inside the balloon. As a result of the damage to the extrusion, it was not possible to withdraw the 0.014inch wire. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or the distal tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. However, as a result of the break in the inner and the bunching of the inner the markerbands were not correctly positioned inside the balloon. No kinks or damages were observed along the hypotube. Due to the condition of the returned device, with the break in the inner extrusion, it was not possible to perform an inflation leak test on the balloon.